Event description:
It was reported that at a normal follow up visit, the device had an unexpected battery status of near eri (elective replacement indicator) after five years and two months when it had been estimated that the device should last a minimum of eight years. The device remains in use but an elective replacement is scheduled within the next six months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.